Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak occurred with a transfer set during a dwell cycle in peritoneal dialysis therapy. The patient line became disconnected from the transfer set while the patient was sleeping. The patient received unknown prophylactic antibiotics. The transfer set was replaced. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.